Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received via remote monitoring for this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead indicating there was a high pacing impedance measurement greater than 2,500 ohms. It was also reported that lv sensing was 2.5 mv. A field representative evaluated the patient in clinic and the pacing impedance measurements remained greater than 2,500 ohms. Intrinsic r-wave sensing was 13.1 mv. Pacing threshold measurements had increased from 1.8 volts at 0.5 milliseconds (ms) to now 4.5 volts at 0.5 ms. Previous pacing impedance measurements were 1,310 ohms at the most recent device check in lv ring to rv coil configuration. The configuration was reprogrammed to lv ring to can at 4.5 volts at 1.0 ms where pacing impedance measurements were 2,316 ohms. The pacing threshold measurements in this configuration were 3.0 volts at 1.5 ms. No adverse patient effects were reported.